Event description:
During priming of the blood pump, the hospital noticed that the outflow valve was not opening properly. The blood pump was not used on a pt. The device was returned to abiomed quality assurance for eval. It was confirmed that the valve leaflets were not opening properly during priming. However, this did not affect the flow rate. To simulate actual use, the device was then tested on a flow loop using a bvs console. It functioned properly, with the vlave leaflets opening fully. Even though the root cause of this particular sticking could not be determined, it is possible to have some initial sticking due to the smooth surface of the leaflets. With pressure, the leaflets open.